Manufacturer narrative:
Updated description, initial reporter, event and evaluation codes. This event was reported under 3010536692-2016-00812, 3010536692-2016-00813, 3010536692-2016-00767, 3010536692-2020-00386 and 3010536692-2019-01097. This is an additional component associated to the event.

Event description:
Allegedly the patient was revised due to multiple hip dislocations, having a failed acetabular. (Right) additional information received on (B)(6) 2019: sae# s050-003r001 allegedly, periprosthetic fracture of the acetabular component patient was seen in clinic post sx between (B)(6) 2013. Improvements were slow and the patient was not fully weight beaning. Patient was found to have a failed acetabular on (B)(6) 2013, and the patient underwent a revision with cage reconstruction.

Manufacturer narrative:
Section h. 6 code changed from medical code of dislocation to health code bone fracture.

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, periprosthetic fracture of the acetabular component patient was seen in clinic post sx between (B)(6) 2015 (B)(6) 2013 improvements was slow pt was not fully weight beaning. Pt endedup having a failed acetabular on (B)(6) 2013, the patient underwent a revision with cage reconstruction.